Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to clogging of nozzle, air supply volume did not meet the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, nozzle had foreign objects, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob out of the standard value, angle rubber scratched, adhesive on angle rubber had white-clouded area, adhesive around light guide lens peeled, connecting tube dented, connecting tube wrinkled, switch 1 worn, protector of universal cord on control section side a scratched, and scope connector deformed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for a gastrointestinal videoscope having insufficient air supply. Upon inspection and testing of the customer returned device, foreign material was found in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The following information was provided regarding reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known and as a result it is possible the scope was used on a patient. Pre-cleaning information-there was no delay to the start of pre-cleaning which was done properly. Water and air was supplied to the air/water nozzle. Manual cleaning information- the accessories used for reprocessing were normal. The scope was submerged in cleaning solution. The air/water nozzle was wiped or brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. Olympus will continue to monitor field performance for this device.